Event description:
It was reported that during a pta/stenting treatment procedure of the right renal artery lesion, difficulty was encountered retracting the express biliary stent back into the guidant guide catheter. It is noted that the inner diameter of the guidant guide catheter is .068 and the outer diameter of the delivery catheter is .067. Difficulty crossing the lesion was also noted. After crossing the lesion the physician tried to retract the stent back into the guidant guide catheter. However, the stent would not retract back to the guidant guide catheter. The physician then decided to reattempt this from the opposite direction using an 8 fr sheath. Coming from the opposite direction the physician successfully snared the stent out. Stenting of the right and left renal artery lesion was successfully completed using a competitor's stent. The pt was asymptomatic during this event. No pt injuries were reported. The pt status is reported as 'fine'.